Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer would change the supplies on the pump. There was no reported impact to the customer's blood glucose level. The customer reverted to insulin injections to manage diabetes. As the customer was not experiencing an occlusion alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions was unable to be determined.